Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2015, to report a hospitalization that occurred on (B)(6) 2015. Patient stated that she broke her hip and was admitted to the hospital. Patient reported that during hospitalization, on (B)(6) 2015, the nurses cleaned off her night stand and lost her dexcom transmitter and sensor. Patient stated that the reported event was not dexcom related. Patient reported that she was visiting her husband at the hospital when she fell and broke her hip. At the time of contact, patient was rehabilitating in a care facility. Patient will remain in the care facility until her broken hip heals. No additional event or patient information is available.